Event description:
Needed to take an additional 2 mm distal cut. Decreased femoral resection resulted in notching of the anterior femoral cortex. A 20 minute delay was reported. No harm or injury was reported.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The pre-operative plan was reviewed and approved by the physician. The received information indicates the angel wing was not used to verify absence of notching as indicated in the surgical technique. A definitive cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.